Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported a double lumen catheter, implanted on (B)(6) 2016 for total parenteral nutrition (tpn), was leaking and was replaced with a new one on (B)(6) 2016. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial date received by manufacturer is 11/11/2016. Investigation - evaluation: a review of complaint history, device history record, instructions for use (IFU), specifications and visual inspection,were conducted during the investigation. The complaint device was returned in two segments. The hub segment measured 14cm from the point of separation to the y fitting. The catheter segment measured 23 cm from the distal tip to the point of separation. The device was returned used. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. A complaint history review revealed there are two other complaints associated with the complaint lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this issue. Monitoring will continue to be performed for similar complaints. Initial date received by manufacturer is 11/11/2016. Investigation - evaluation: a review of complaint history, device history record, instructions for use (IFU), specifications and visual inspection,were conducted during the investigation. The complaint device was returned in two segments. The hub segment measured 14cm from the point of separation to the y fitting. The catheter segment measured 23 cm from the distal tip to the point of separation. The device was returned used. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. A complaint history review revealed there are two other complaints associated with the complaint lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this issue. Monitoring will continue to be performed for similar complaints.